Manufacturer narrative:
Follow-up received on 09-may-2016 quality-safety evaluation of ptc: (B)(4). Batch number c40056. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who got pregnant 3 months after essure (fallopian tube occlusion insert) insertion. According to her, the pregnancy was high risk, so she had an abortion performed. Additionally, she reported pain in the right side and stated essure removal was scheduled. Only pregnancy and pain are listed in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the 3-month essure confirmation test (ect). In this particular case, no information was given about the ect. However, consumer stated she became pregnant 3 months after device placement. Given this information, an essure contraceptive failure cannot be excluded. Regarding the high risk pregnancy, consumer's concomitant condition and age were not provided. Given the minimal information available, causality with essure cannot be assessed. Consumer's pain was considered as related to the suspect insert, based on event's nature and essure safety profile. This case was regarded as incident, since a surgical intervention will be required for essure removal. Based on the available information no product quality defect was confirmed. Follow-up information is being sought.

Manufacturer narrative:
Follow-up received on 10-nov-2016: it was not possible to obtain additional information. Device similar incident listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-nov-2016 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who got pregnant 3 months after essure (fallopian tube occlusion insert) insertion. According to her, the pregnancy was high risk, so she had an abortion performed. Additionally, she reported pain in the right side and stated essure removal was scheduled. Only pregnancy and pain are listed in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the 3-month essure confirmation test (ect). In this particular case, no information was given about the ect. However, consumer stated she became pregnant 3 months after device placement. Given this information, an essure contraceptive failure cannot be excluded. Regarding the high risk pregnancy, consumer's concomitant condition and age were not provided. Given the minimal information available, causality with essure cannot be assessed. Consumer's pain was considered as related to the suspect insert, based on event's nature and essure safety profile. This case was regarded as incident, since a surgical intervention will be required for essure removal. Based on the available information no product quality defect was confirmed. Despite follow up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority ((B)(4)) in (B)(6) on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted with lot number c40056. Consumer reported that, after essure insertion, almost every day she has sensation of vomiting with pain in the right side and stated that sometimes she cannot walk. When she has her menstrual period, she feels very bad, she has abundant bleedings and after three months she got pregnant. The midwife told her that she has a high-risk pregnancy and her life was at risk, due to this condition it forced her to abort (abortion was performed on (B)(6) 2015). Her physician is going to remove essure on (B)(6) 2016. In addition, it was reported that consumer considered all events related to essure. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who got pregnant 3 months after essure (fallopian tube occlusion insert) insertion. According to her, the pregnancy was high risk, so she had an abortion performed. Additionally, she reported pain in the right side and stated essure removal was scheduled. Only pregnancy and pain are listed in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the 3-month essure confirmation test (ect). In this particular case, no information was given about the ect. However, consumer stated she became pregnant 3 months after device placement. Given this information, an essure contraceptive failure cannot be excluded. Regarding the high risk pregnancy, consumer's concomitant condition and age were not provided. Given the minimal information available, causality with essure cannot be assessed. Consumer's pain was considered as related to the suspect insert, based on event's nature and essure safety profile. This case was regarded as incident, since a surgical intervention will be required for essure removal. A product technical analysis and follow-up information are being sought.